Manufacturer narrative:
The device remains implanted. The root cause of the pain at the cls implant site cannot be definitively determined. Evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site; neuropathic topical cream was prescribed to resolve the reported event.